Manufacturer narrative:
Suspect medical device, device manufacture date: pump: (B)(4), mfg date 02/29/2016, exp date 02/24/2021; balloon: (B)(4), mfg date 06/23/2016, exp date 06/09/2021.

Event description:
It was reported that a request for warranty has been made to perform a revision surgery for a patient implanted with an ams800 artificial urinary sphincter device due to return of urinary incontinence and a defective prosthesis. No patient complications were reported in relation with this event.